Event description:
It was reported by the sales rep that during an unknown surgery on an unknown date, the surgeon was using a distal fibula plate and a portion of the drill bit device broke off and he elected to leave it in the bone. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This complaint involves one device.

Manufacturer narrative:
Additional narrative: initial reporter is a j&j sales representative. Complainant part is not expected to be returned for manufacturer review/investigation. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.